Event description:
A malfunction was reported after a cartridge change, with a malfunction code of malf 9 displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, assisting the caller with the reset process. The caller intended to reset the pump when ready and planned to follow up if the issue persisted.